Manufacturer narrative:
Little information is known at this time. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.

Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. Information reports that patient continues to have pain post implant. 2-level l4/5, l5/s1.